Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she experienced trouble with shadowing with the lens. Approximately 6 months after the implantation the consumer had a laser surgery to repair a retinal detachment in the left eye. She feels that her vision is not as good. Additional information was provided by the consumer, who reported that the she had a vitrectomy and small retinal detachment.